Event description:
(B)(4) study. It was reported that a plaque shift occurred. In (B)(6) 2013, the patient presented with myocardial infarction and underwent cardiac catheterization which revealed a 2.75mm x 26mm, de novo, 99% stenosed target lesion located in the mid left anterior descending (lad) artery. It was treated with pre-dilatation and placement of a 2.75 mm x 28 mm pe plus stent. Following post dilatation, residual stenosis was 0%. Post stent deployment, a plaque shift and 70% stenosis was noted in the first diagonal branch (d1) and was treated with balloon angioplasty with 20% residual stenosis. The patient was discharged on aspirin and prasugrel two days post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).